Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during an aortic arch angiogram, the valve burst and separated from the catheter. No harm or injury was reported. The customer reported six defective devices but did not provide any further info or clinical details for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.